Manufacturer narrative:
Message e001 to monitor (loss of electrical continuity), zero achieved on (B)(6) 2025, no data in memory history. Catheter analysis: visual: organic blood deposits in the silicone tube, contaminated membrane. Suture threads tightly secured to the tube at the mandrel housing slot. Overall appearance compliant. Visual analysis of the capsule shows that the micro-wires are blackened under the silicone (silver oxidation?). In addition, the membrane has a micro-perforation with an impact on the micro-wire located underneath. The latter appears to be damaged, partially broken, difficult to confirm under the silicone (photos not representative). The zero having been achieved, the defect occurred afterwards. Traceability: traceability shows no anomalies, last functional check on (B)(6) 2024 before the product was placed in the clean room packaging station. Origin: accidental post-zero perforation with a needle? Initial failure of this membrane, which then deteriorated during use? No certainty regarding these hypotheses.

Event description:
A pso-vtt was indicated to monitor icp and ict in a case of traumatic brain injury. Error e001 was observed during follow-up. (B)(6) were form the same hospital. They implanted the catheters one day. These two cases can be analyzed together. This incident leads to additional surgery for the patient. The device was explanted.

Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
A pso-vtt was indicated to monitor icp and ict in a case of traumatic brain injury. Error e001 was observed during follow-up. (B)(6) were form the same hospital. They implanted the catheters one day. These two cases can be analyzed together. This incident leads to additional surgery for the patient. The device was explanted.